Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient had a right total knee replacement on (B)(6) 2019. The patient visited surgeon on friday, (B)(6) and presented with right knee pain. Surgeon aspirated fluid from her right knee capsule and it was determined to be infected. Surgeon scheduled a right knee washout with poly exchange the following day. On saturday, (B)(6) 2019, surgeon opened the capsule, sent specimen samples of both tissue and joint fluid to the lab, removed the poly liner, and vigorously removed infected tissue, and irrigated the right knee joint with copious amounts of antibiotic saline. He then scrubbed the joint capsule with a betadine wash, again, rinsed the joint with antibiotic saline, and finally, inserted a new, size 5, 6mm ps, fixed bearing poly. After a final rinse and a range-of-motion exercise, he closed the wound. To recap: infected (yes) right knee, washed out the right knee capsule and removed and replaced only the poly bearing. Doi: (B)(6) 2019; dor: (B)(6) 2019; right knee.